Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 140 mg/dl. While troubleshooting, the customer received a motion sensor test failure alarm that prevented him from retrieving his insulin pump settings and a motor position encoder error alarm. He was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to verify e70 alarm in the alarm history due to history file over written. The insulin pump passed the rewind, basic occlusion, prime/a33 and displacement tests. No a35 alarm noted during testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).